Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator alarmed for high o2 concentration. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The ventilator was investigated on-site by our field service engineer (fse). The reported alarms for high o2 concentration could not be replicated. The system software was reinstalled, functional checks were performed with successful results and the ventilator was cleared for clinical use. Since the system software was reinstalled, no logs from the reported event date could be provided due to that the log posts prior the system software download had been erased per design. Alarms for high o2 concentration are generated when the o2 concentration becomes higher than the upper alarm limit which is set value +5 vol%. Pre-use checks after the reported event were passed without remarks. Since no part or logs were returned for investigation, the root cause of the alarms for high o2 concentration has not been determined.

Event description:
(B)(4).